Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suspected an issue with the cardiac resynchronization therapy defibrillator (crt-d) battery after being told the device had forty percent remaining. The device is still in use. No patient complications have been reported as a result of this event.